Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from a coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 7.2 inr and one hour later the laboratory result was 4.47 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.